Event description:
It was reported that the vns patient had been experiencing an increase in seizures above pre-vns baseline levels which the physician attributed to the depleting battery of the device. The patient¿s device showed a near end of service condition. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
.

Event description:
An implant card was received indicating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2015 due to ifi = yes. The explanting facility discards explanted devices; therefore, no analysis can be performed.